Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Clinical study - a facility reported that the rickham reservoir was implanted in a patient with a codman icv device. On (B)(6) 2019, a csf culture was obtained from the subject's rickham-reservoir. On (B)(6) 2019, the subject was taken to the hospital due to symptoms of meningism with a fever up to 38.7°c, tiredness and nausea. Additionally, the csf culture obtained on (B)(6) 2019 returned positive for staphylococcus epidermidis. At 14:00, the subject was diagnosed with a grade 3 bacterial infection of his rickham reservoir (device related infection). Laboratory test results included a csf cell count of 622/3 cells, white blood cell count of 15.6 mrd/l, c-reactive protein <5mg/l, lactate 2.9 (units not reported), and interleukin-6 >5000 (reference ranges not provided). Treatment for the event included vancomycin and meropenem. Additionally, on (B)(6) 2019, the subject underwent explantation of his icv device. The outcome of the event was reported as recovering/resolving. Following explantation of the icv device, the subject experienced good clinical recovery. After unspecified testing, antibiotic treatment with vancomycin and meropenem was changed to flucloxacilin. On (B)(6) 2019, a lumbar puncture was performed (results not reported). On (B)(6) 2019, the subject underwent reimplantation with a rickham device. On (B)(6) 2019, nuclear magnetic resonance imaging (MRI) was performed as control of placement of the device (results not reported). On (B)(6) 2019, the subject received bmn 190 via the new device.

Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a